Manufacturer narrative:
A ge rep evaluated the sys and replaced a faulty vertical lift power supply. Sys operates as intended.

Event description:
It was reported that the sys would intermittently have vertical lift column movement problems. No pt injury reported.